Manufacturer narrative:
The thermogard console was not returned to zoll for evaluation. The reported complaint of the thermogard console (sn (B)(4) displayed a mid:10 (post fpga) error message was not confirmed based on the evaluation of the event log review performed by the zoll technician. There were no device deficiencies found during the evaluation and the thermogard console performed as intended and was placed back into service. Upon visual inspection, no physical damage was observed. The console functional testing was not performed as the device was confirmed to be in working condition. The event log review showed no significant discrepancies. In addition, unrelated to the reported complaint, the event log showed the presence of multiple air trap alarm warning messages, likely as a result of the leaking start-up kit (suk), however, the air trap alarm warning messages were cleared by the customer. Date of event is unknown.

Event description:
The customer reported that during the self-test, the thermogard console (sn (B)(4)displayed a mid:10 (post fpga) error message. No patient involvement.